Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support to report that faults on the integrated electrosurgical unit (iesu) had returned. The technical support engineer (tse) viewed the logs and identified error m-11, c-30, m-18, and c-38 on the erbe generator. The customer power cycled the erbe generator to clear the errors, however, they returned. The customer requested the erbe generator to be inspected and the procedure was robotically continued as planned. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The iesu was returned for failure analysis but the reported failure (activation has been interrupted due to an error c-38) could not be reproduced. The iesu was placed on an in-house system. The iesu energized and cauterized all ports and recognized instruments. Error log confirms multiple errors being displayed. As a safety precaution the iesu will be returned to OEM for further investigation.